Manufacturer narrative:
(B)(4). Samples received: 10 unopened units have been forwarded to manufacturing site and are being evaluated.

Event description:
Thread broke twice during surgery. Surgery delayed, forty minutes. No pt injury.